Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratch screen characters not visible. The customer stated that the o ring did not damaged. Customer stated that the insulin pump screen did not visible. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a minor scratched lcd window, a scratched case, a stained keypad overlay, a cracked case behind the insulin pump near the battery tube compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test. (B)(4).